Manufacturer narrative:
Final analysis found burnt marks on the circuit chip which resulted in the device power anomaly.

Event description:
It was reported the merlin.net transmitter would not power up. Different outlets were attempted and the same issue resulted. The device was returned and exchanged.